Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: (B)(4) implantable pulse generator, 2001 (B)(6); 5076-45 implantable pacing lead, 2011(B)(6). (B)(4).

Event description:
It was reported that there was noise on the right ventricular lead. The lead was explanted and replaced. During the device and lead replacement procedure, the physician decided to replace the atrial lead due to visual inspection of a possible insulation compromise. The atrial lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: (B)(4) - the proximal segment of the lead was returned and analyzed and no anomalies were found. A cosmetic white substance that developed in vivo on the outer insulation of the lead was observed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.